Event description:
Customer states unit was being used with CPAP (continuous positive airway pressure) on 3 liter continuous and after 1 or 2 hours, the customer had a bad burning plastic or rubber smell through mask. Customer states on back of unit there was a small thin wisp of smoke. Customer disconnected battery and pulled plug from side of machine. Before the smell, customer heard unit alarming and seen the low o2 error code. Customer tried calling invacare and could not get an emergency number. I advised customer that dealer would need to be contacted, unit is being rented but unsure of which dealer. Customer service provided local dealer information and customer will call lincare since he believes it came from there.